Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had two skin irritations under the lifevest. The areas were described as blisters one of which was bleeding. The patient's home care nurse treated the bleeding blister with a salve and a bandage. During a follow-up the patient indicated that the irritation had improved.